Event description:
Same case as MDR# 6000093-2006-012025. This complaint is now reportable based on the analysis completed on 8/1/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. However, the returned product confirmed that there was stent damage. Without success, the physician attempted to advance a taxus liberte' drug eluting stent (unk size) to a lesion located in the proximal right coronary artery (rca) with "local calcification" and complete occlusion. The lesion was predilated using a 2.5mm maverick balloon. During withdrawal, proximal to the lesion, the stent balloon slipped out of the stent so that only the proximal portion of the stent could be deployed. The physician then dilated the stent using a 1.5mm balloon and a 2.75mm balloon (unk type). After this, the physician tried to cross the first taxus liberte' stent with a second taxus liberte' stent size 2.75x20mm, but could not cross the lesion. Then two braun's coroflex blue stents sizes 3.0x8mm and 3.0x19mm were implanted to cover the distal lesion. The patient condition was reported as satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8346649 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the stent damage could not be determined.